Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown nexgen tibial trays cat#: unk, lot#:unk; unknown nexgen bearing cat#: unk, lot#:unk. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00277, 0001822565-2018-00279. Product location is unknown.

Event description:
It was reported that the patient was revised due to infection. All components were removed and replaced with spacers.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. The device did not cause or contribute to the reported event.